Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon visual inspection, the qualified technician found that the calibration of the ultrafiltration unit "failed"; therefore, it was replaced to resolve the issue. Self-check passed and simulated treatment was performed with no further issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred during hemodialysis with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.